Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's tidal volume did not get stable and the ventilator was alarming for check circuit and high temperature. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue. Correction; the event was previously deemed an adverse event after review by the philips clinical expert the event is deemed a product problem only: this record was reviewed by the pms clinical expert due to the customer reporting that the check circuit alarm sounded and the tidal volume which was set to 600ml got only 400ml or less. It is reported that the circuit was replaced twice but the issue was not resolved. The patient had to be ambu bagged. There was no drop in the spo2, but that pulse which was normally 98 rose up to 130 when the ambu bag was being preformed. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in pepf 16.2.8.3 and 21 cfr 803.3(w). Does the available information suggest that the philips respironics device may have caused or contributed to the death or serious injury? Y/n no- the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. Of note, the repair evaluation concluded that the cause of the issue is peeling of the sponge. E-307 and e291-5 were confirmed in the error log. However, there is no serious injury alleged to have occurred. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. If additional information is obtained about this event, please send it to the pms clinical expert for review.

Event description:
The manufacturer received information alleging a ventilator's tidal volume did not get stable and the ventilator was alarming for check circuit and high temperature. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue.